Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2001. Subsequently, the patient was revised on (B)(6) 2012 due to pain, elevated metal ion levels, wear of the liner and metal staining of the soft tissue. Surgeon performed a debridement and removed and replaced the acetabular component, modular head, and taper liner. Additionally, the patient underwent left hip manipulation on (B)(6) 2012 due to pain and the potential for dislocation. Prosthesis were found to be stable. No products were removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-04665/04668).